Event description:
Customer tested blood glucose - result was "hi". Took an extra 15 units of insulin. Paramedics were called when customer went into coma. First paramedic blood glucose reading was 357mg/dl, the next paramedic reading was 19mg/dl. Customer given an IV. No controls were in place. A request was made for the return of the suspect device and replacement product was sent.